Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting their gums. The aligners are cutting the roof of their mouth and that one tooth on the lower arch is super sensitive and has not come all the way forward like they had expected it to. Patient also has issues with irritation to their gum line which they feel is from a poor fit. Patient has made an appointment with their dentist for them to be evaluated. Requested additional information from the patient and dentist findings.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.